Event description:
This spontaneous report was received from a us physician and concerns an elderly female patient. She was injected with radiesse(+), into jawline. After the radiesse(+) injection, the patient experienced that the throat was closing up. The patient went to the hospital. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event throat was closing up (pt: throat tightness), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.